Event description:
At the end of an or case, the epidural catheter for analgesia was being removed. The catheter appeared to be coming out easily except at its very end. The patient was repositioned so that the lumbar spine was convex to allow the epidural catheter to pass with greater ease. It was still met with resistance at its end but did eventually come out. All but the very tip of the catheter, approximately 3-4 cm, was missing.